Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, they needed a replacement belt clip. During the call the customer mentioned they had a low blood glucose of 20 mg/dl, treated with carbohydrate intake or glucose tabs. Customer declined troubleshooting for the low blood glucose. The insulin pump is not returning for analysis.